Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of ¿the service technician found a component with thermal damage.¿ the unit was triaged and the reported condition was confirmed. Thermal damage was found on component u43 on the pcba. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned with no complaint listed. Upon triage on 6-aug-2018, the service technician found a component with thermal dam age.